Event description:
The customer indicated that there were two (2) issues with the identified lot of product. On one occasion, a needle remained in the pt's arm when the button was hit. On seven to eight occasions, the needle partially retracted during the venipuncture process. There were no reported medical or surgical intervention required following these incidents.

Manufacturer narrative:
The lot number identified by the customer is listed on the product recall notification.